Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the filament of the abbott diabetes care (adc) device remained in the customer's skin, requiring removal and causing inflammation a few days later. Furthermore, the customer contacted a healthcare professional (hcp); however, treatment details remain unknown. There was no report of death or permanent impairment associated with this event.